Event description:
It was reported that during an indirect decompression spacer implant procedure, the physician attempted to implant a ten millimeter spacer between the fourth and fifth lumbar vertebrae but the spindle surrounding the screw broke during insertion. After numerous attempts, the physician aborted the fourth and fifth lumbar vertebral level and successfully implanted a ten millimeter spacer between the third and fourth vertebral level instead. It was assessed that the physician used excessive force during the insertion however, the implant was properly connected to the inserter. Also, it was assessed that the patients spinous process may have contained an osteophyte or was malformed therefore, the physician could not implant the spacer at that level. The patient was doing fine post-operatively. No further information could be obtained.

Manufacturer narrative:
Device analysis performed on the returned indirect decompression spacer revealed that the spindle cap was partially sheared off from the implant body and was deformed. This damage indicates excessive force was likely used during the procedure. Damage to the device prevented functional testing. However, this damage to the spacer indicates the break was due to deployment against resistance, such as bone, and/or manipulation of the position of the device by shifting the inserter. A product labeling review identified that the device was used per the instructions for use (IFU)/product label. Additionally, device breakage can occur when used with forced deployment and is noted within the IFU as a potential complication associated with use of the device.

Event description:
It was reported that during an indirect decompression spacer implant procedure, the physician attempted to implant a ten millimeter spacer between the fourth and fifth lumbar vertebrae but the spindle surrounding the screw broke during insertion. After numerous attempts, the physician aborted the fourth and fifth lumbar vertebral level and successfully implanted a ten millimeter spacer between the third and fourth vertebral level instead. It was assessed that the physician used excessive force during the insertion however, the implant was properly connected to the inserter. Also, it was assessed that the patients spinous process may have contained an osteophyte or was malformed therefore, the physician could not implant the spacer at that level. The patient was doing fine post-operatively. No further information could be obtained.